Manufacturer narrative:
Investigation of the returned device the product passed functional testing 4 and 24 hour burn-in. Both ports were tested with hand pieces running at high rpms. No overheating occurred. No problem found. The reported complaint was most likely caused by a defective motor drive unit. Additional testing was performed on the test motor was deliberately stalled to ensure that the control unit would alarm and shutdown current to the motor. Unit functioned as expected. No corrective action or further investigation is warranted at this time. (B)(4).

Event description:
During a hip arthro procedure using a rfb, dyonics power ii control unit about 3/4 of the way into the procedure the shaver handpiece became, so hot that the scrub tech could not hold it anymore. It overheated to the point that could not be touched. It was unplugged from the d2 controller and let cool down and then set to side until the end of case.